Manufacturer narrative:
(B)(4). Batch # p58j6r. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: dr. Performed an open operation for sigmoid colon cancer by using a proximate ils 29mm curved (code: cdh29a). After firing the needle, only one segment of the intestine was connected by a stapler, most of the rest of the segment was without needle, a connecting mouth was bled. The doctor and the surgical team must finish the connecting mouth by surgical suture and the surgery was extended by 1 hour. Additional information was requested and the following was obtained: can you please clarify the statement you made regarding "the anastomosis can be leak after surgery." This is guess of surgeon, not evidence for this statement. Was there a post-operative leak? No. Or was the bleeding controlled during the original procedure? Yes. Was there any change in the post-operative care of the patient? If yes, please describe. No.

Event description:
It was reported that the surgeon performed an open sigma colon resection and used the device for the anastomosis. After fire stapler, there is a little intestine was connected by stapler, most of the rest without stapler and bleeding. The surgeon and his team have to perform again anastomosis by suture and this surgery was taken more 1 hour. The anastomosis has been bleeding and the surgery took 1 hour more. The anastomosis can be leak after surgery. To follow up patient strictly after surgery.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.